Event description:
It was reported that the patient presented in clinic with a hematoma the week after their device changeout procedure. It was observed that the hematoma had resolved after a few days but the patient presented back in clinic with an infection. The patient's full system was explanted. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.